Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported during mid-treatment, two small holes were discovered in the bloodlines, specifically around the pump tubing. This allowed air to enter the lines, triggering the machine¿s air detector. Approximately 300-600 ml of blood was lost during this event. Upon follow-up, the rn stated a hemodialysis (hd) patient was about two hours into dialysis treatment on a fresenius 2008t machine when the machine prompted with an air leak detected message, and staff noticed blood dripping from the blood pump section of the dialysis tubing line on the dialysis machine. Treatment was halted and the staff reported two small holes in the line of the tubing. The rn confirmed that the machine was not affected or removed from service as the leak was observed from the tubing line itself. No further damage and/or defects were noted. The rn stated the blood pump rotor was inspected with no noted issues and indicated the machine has remained in service. A fresenius dialyzer was used for treatment and the patient's blood was not returned. The rn stated that the patient¿s estimated blood loss (ebl) was between 300-600 ml. The rn confirmed there was no patient injury, adverse events, or medical intervention required as a result of the reported event. Following the event, the rn stated the patient was restarted on the same machine and treatment completed successfully with a new dialyzer and tubing lines without further issue. The complaint device was available to be returned to the manufacturer for evaluation.

Event description:
A user facility registered nurse (rn) reported during mid-treatment, two small holes were discovered in the bloodlines, specifically around the pump tubing. This allowed air to enter the lines, triggering the machine¿s air detector. Approximately 300-600 ml of blood was lost during this event. Upon follow-up, the rn stated a hemodialysis (hd) patient was about two hours into dialysis treatment on a fresenius 2008t machine when the machine prompted with an air leak detected message, and staff noticed blood dripping from the blood pump section of the dialysis tubing line on the dialysis machine. Treatment was halted and the staff reported two small holes in the line of the tubing. The rn confirmed that the machine was not affected or removed from service as the leak was observed from the tubing line itself. No further damage and/or defects were noted. The rn stated the blood pump rotor was inspected with no noted issues and indicated the machine has remained in service. A fresenius dialyzer was used for treatment and the patient's blood was not returned. The rn stated that the patient¿s estimated blood loss (ebl) was between 300-600 ml. The rn confirmed there was no patient injury, adverse events, or medical intervention required as a result of the reported event. Following the event, the rn stated the patient was restarted on the same machine and treatment completed successfully with a new dialyzer and tubing lines without further issue. The complaint device was available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: complaint device returned to manufacturer. Sample disinfected and alleged failure mode was confirmed; leak found in pump tubing. Visual inspection performed to pump tubing, and a tear was found in pump tubing. Cause of tear in pump tubing could not be established since sample worked as intended during priming stage and incident occurred approximately 2 hours after the initiation of treatment. Damage (tear) could be caused due to incorrect handling of product either during the manufacturing process or treatment set up. In the 2008t hemodialysis operator¿s manual and instruction insert - combi set of the product, there are indications for the use to avoid this kind of damage: ¿warning! Inspect the blood pump rotor for proper operation (tubing guide posts not bent, rollers move freely, crank lever moves freely). Bent or loose tubing guide posts can damage bloodlines. Replace rotor if necessary.¿ instruction for use: ¿ensure that the pump segment is not kinked, stretched or twisted. Failure to properly install the pump segment may kink the tubing which may result in hemolysis undetected by machine pressure monitors or can rupture the tubing resulting in blood loss.¿ semiautomatic machines for bloodlines. Probable causes: distorted components misaligned assembly cylinder in load tube station misaligned jaws in load t and adapter connector assembly station. Operator does not follow indications from applicable module unqualified operator unclear work instruction. Production records review performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.